Manufacturer narrative:
G4: 03oct2019; b4: 07oct2019. Technical support advised the customer that a dirty air inlet filter is likely the cause of the alarm. The customer reported that replacing the air inlet filter resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019.

Event description:
It was reported that the ventilator produced a "blower temperature high" alarm. There was no patient involvement.